Manufacturer narrative:
Based on the review of the batch documentation conducted, lenstec can confirm that all procedures in the manufacturing and packaging of the devices were conducted correctly. There was no evidence to suggest that any part of these processes caused the lens to be dislocated or tilted. Additionally, we have not received any other complaints from these batches. Based on the inspection, lenstec is unable to determine why the lens was dislocated and tilted in the eye. The damage seen was possibly to facilitate removal of the lens from the eye. The cart45s cartridge used was not returned for inspection, however it is compatible with the softec hd +21.75d lens. Furthermore, the assessment by lenstec's medical monitor stated that it was highly unlikely that this incident was lens related. Lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec, inc. Received an notification on return authorization form indicating " symptoms of decreasing distance and near vision along with glare in bright light."

Manufacturer narrative:
The investigation is ongoing and after completed a supplemental report will be submitted.

Event description:
Lenstec, inc. Received an notification on return authorization form indicating " symptoms of decreasing distance and near vision along with glare in bright light."